Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The reported event of loss of capture was confirmed. The cause of loss of capture was due to external insulation abrasion which is consistent with friction to the device can. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. The reported event of lead fracture was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture was observed on the right ventricular lead. During a revision, a lead fracture was noted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.